Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to nursing station after receiving patient notification alert. Merlin.net transmission was sent and lead dislodgement was suspected. Lead was explanted and replaced. There were no complications or adverse events during replacement procedure.